Event description:
I called on 12/29 to talk to the bedside nurse about the irraflow that was in use and that had been placed the night before to see how things were going. Charge informed me that the drain was leaking and draining csf onto a chuck in the bed from the spot on the catheter that the clamp was used and that the connector to the tubing set looked cracked. FDA safety report ID# (B)(4).